Manufacturer narrative:
The insulin pump had motor error alarm during the rewind test due to jammed motor gear box. Analysis was unable to verify motor position encoder error alarm in the alarm history due to motor error alarm during the rewind test. The insulin pump was received with cracked reservoir tube lip and minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed motor error. Blood glucose was 119 mg/dl. It was reported motor position encoder error alarm was in the alarm history. The insulin pump was returned for analysis.